Event description:
It was reported that the gem 20dp ckv 3ss dehp free bag leaked. The following information was provided by the initial reporter: "regarding an issue with bags leaking on the alaris pump." Do you have item name and lot number? Bag was 100 ml empty viaflex bag by douglas medical products (product #b18-5392). Tubing was bd alaris pump infusion set, 2426-0007. Do you know when the incident happen if feasible please provide date (s). 6/10, 6/12, 6/15, 6/16. Did any adverse effects happen if so any patient identifiers ? ( sex , weight , dob or age) . No adverse events".

Manufacturer narrative:
D.11. Concomitant products: 8015; 8100. The complaint of leaking was received from the customer. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007, because a lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem 20dp ckv 3ss dehp free bag leaked. The following information was provided by the initial reporter: "regarding an issue with bags leaking on the alaris pump." Do you have item name and lot number? Bag was 100 ml empty viaflex bag by douglas medical products (product #b18-5392). Tubing was bd alaris pump infusion set, 2426-0007. Do you know when the incident happen if feasible please provide date (s). 6/10, 6/12, 6/15, 6/16. Did any adverse effects happen if so any patient identifiers ? ( sex , weight , dob or age). No adverse events.